Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed swelling and redness on the left side of his ribs under the therapy electrodes. The pads are putting pressure to his skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to call the distributor to have a representative inspect and adjust. A field service representative provided larger size garments. Follow up indicated that the skin irritation is not improving, and patient is under the care of a physician.